Event description:
Endo clip applier did not count correctly. Used seven to eight clips and count on clip applier still read zero. After using this many clips, the handle began to stick. Another clip applier was opened to complete procedure.